Event description:
The suspect device was used at 11:30am and a result of 123 mg/dl was obtained. The user was driving their car around 1:00pm nd was involved in an accident. Emts checked their glucose and the level was 29 mg/dl. Pt ate a glucose tab and was also given an IV. Pt was taken to the hospital and given food. Controls were not used. The device was replaced and requested to be were not used. The device was replaced and requested to be returned for evaluation.